Manufacturer narrative:
Contaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), fallopian tube perforation ("perforated her fallopian tube"), device dislocation ("impinging on her colon") and genital haemorrhage ("abnormal bleeding") in a 34-year-old female patient who had essure (batch no. 626978) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included type 2 diabetes mellitus, asthma, multigravida, parity 4 and ovarian cyst. Previously administered products included for an unreported indication: effexor. Past adverse reactions to the above products included depression with effexor. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). In january 2009, the patient experienced migraine ("migraines") and headache ("headaches"). In february 2009, the patient experienced dyspareunia ("pain during intercourse, dyspareunia"), alopecia ("hair loss"), pelvic pain ("severe pelvic pain/ pelvic pain on her right side"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In june 2014, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On (B)(6) 2014, 5 years 7 months after insertion of essure, the patient experienced complication of device removal ("unable to remove part of her right essure coil"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("severe cramping/ abdominal pain"), back pain ("severe back pain"), procedural pain ("painful post-operative recovery"), abdominal pain lower ("lower abdomen pain") and vulvovaginal pain ("vaginal pain"). The patient was treated with ibuprofen, surgery (bilateral salpingectomy-to remove essure), surgery (bilateral salpingectomy-to remove essure) and surgery (bilateral salpingectomy-to remove essure). Essure was removed on (B)(6) 2014. At the time of the report, the device breakage, complication of device removal, vaginal haemorrhage, menorrhagia, headache, abdominal pain lower and vulvovaginal pain outcome was unknown, the fallopian tube perforation, device dislocation, genital haemorrhage, dyspareunia, alopecia, back pain, migraine and procedural pain had resolved and the abdominal pain, pelvic pain and dysmenorrhoea was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, complication of device removal, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, procedural pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: in (B)(6) 2014, she underwent surgery to remove the essure devices, however physician was unable to remove part of her right essure coil. Some symptoms resolved following essure removal diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: full occlusion of fallopian tubes most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received: events outcome updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), fallopian tube perforation ("perforated her fallopian tube"), device dislocation ("impinging on her colon") and genital haemorrhage ("abnormal bleeding") in a 34-year-old female patient who had essure (batch no. 626978) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included type 2 diabetes mellitus, asthma, multigravida and parity 4. Previously administered products included for an unreported indication: effexor. Past adverse reactions to the above products included depression with effexor. In 2008, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2009, the patient experienced dyspareunia ("pain during intercourse, dyspareunia"), alopecia ("hair loss"), pelvic pain ("severe pelvic pain/ pelvic pain on her right side"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2014, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On (B)(6) 2014, 5 years 7 months after insertion of essure, the patient experienced complication of device removal ("unable to remove part of her right essure coil"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("severe cramping/ abdominal pain"), back pain ("severe back pain"), procedural pain ("painful post-operative recovery"), abdominal pain lower ("lower abdomen pain") and vulvovaginal pain ("vaginal pain"). The patient was treated with ibuprofen, surgery (bilateral salpingectomy-to remove essure), essure was removed on (B)(6) 2014. At the time of the report, the device breakage, complication of device removal, vaginal haemorrhage, menorrhagia, dysmenorrhoea, headache, abdominal pain lower and vulvovaginal pain outcome was unknown, the fallopian tube perforation, device dislocation, genital haemorrhage, dyspareunia, alopecia, back pain, migraine and procedural pain had resolved and the abdominal pain and pelvic pain had not resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, complication of device removal, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, procedural pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: in (B)(6) 2014, she underwent surgery to remove the essure devices, however physician was unable to remove part of her right essure coil. Some symptoms resolved following essure removal diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: full occlusion of fallopian tubes most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical records received. New reporters added. Patient demographic information and patient relevant history added. Essure insertion date updated to (B)(6) 2008 and removal date ((B)(6) 2014) added. Lot number (626978) added. Treatment medication added. Events abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), device breakage, dysmenorrhea (cramping), headaches, lower abdomen pain, vaginal pain added incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), fallopian tube perforation ("perforated her fallopian tube"), device dislocation ("impinging on her colon") and genital haemorrhage ("abnormal bleeding") in a 34-year-old female patient who had essure (batch no. 626978) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included type 2 diabetes mellitus, asthma, multigravida, parity 4 and ovarian cyst. Previously administered products included for an unreported indication: effexor. Past adverse reactions to the above products included depression with effexor. On (B)(6)2008, the patient had essure inserted. In 2008, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). In (B)(6) 2009, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2009, the patient experienced dyspareunia ("pain during intercourse, dyspareunia"), alopecia ("hair loss"), pelvic pain ("severe pelvic pain/ pelvic pain on her right side"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2014, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On (B)(6)2014, 5 years 7 months after insertion of essure, the patient experienced complication of device removal ("unable to remove part of her right essure coil"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("severe cramping/ abdominal pain"), back pain ("severe back pain"), procedural pain ("painful post-operative recovery"), abdominal pain lower ("lower abdomen pain") and vulvovaginal pain ("vaginal pain"). The patient was treated with ibuprofen, surgery (bilateral salpingectomy-to remove essure), surgery (bilateral salpingectomy-to remove essure) and surgery (bilateral salpingectomy-to remove essure). Essure was removed on (B)(6) 2014. At the time of the report, the device breakage, complication of device removal, vaginal haemorrhage, menorrhagia, headache, abdominal pain lower and vulvovaginal pain outcome was unknown, the fallopian tube perforation, device dislocation, genital haemorrhage, dyspareunia, alopecia, back pain, migraine and procedural pain had resolved and the abdominal pain, pelvic pain and dysmenorrhoea was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, complication of device removal, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, procedural pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: in (B)(6)2014, she underwent surgery to remove the essure devices, however physician was unable to remove part of her right essure coil. Some symptoms resolved following essure removal diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2009: full occlusion of fallopian tubes quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2018: quality safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforated her fallopian tube"), device dislocation ("impinging on her colon") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2014, the patient experienced complication of device removal ("unable to remove part of her right essure coil"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("severe cramping/ abdominal pain"), dyspareunia ("pain during intercourse"), alopecia ("hair loss"), pelvic pain ("severe pelvic pain/ pelvic pain on her right side"), back pain ("severe back pain"), migraine ("migraines") and procedural pain ("painful post-operative recovery"). The patient was treated with surgery (to remove essure). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, device dislocation, genital haemorrhage, dyspareunia, alopecia, back pain, migraine and procedural pain had resolved, the complication of device removal outcome was unknown and the abdominal pain and pelvic pain had not resolved. The reporter considered abdominal pain, alopecia, back pain, complication of device removal, device dislocation, dyspareunia, fallopian tube perforation, genital haemorrhage, migraine, pelvic pain and procedural pain to be related to essure. The reporter commented: in (B)(6) 2014, she underwent surgery to remove the essure devices, however physician was unable to remove part of her right essure coil. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: full occlusion of fallopian tubes. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.